Event description:
A pt reported experiencing inaccurate low results with a ot basic meter.the pt's blood glucose was 130mg/dl for meter, lab value unknown. Tests done 30 minutes apart with 1 mg/dl per minute and more than 20 mg/dl or greater than 20%. Pt did not experience any adverse events. No further info has been reported.